Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported the er320 applier misfired clips. 1/4/98 an additional trocar was used to continue with the procedure. There was no consequence to the pt.